Manufacturer narrative:
The device was received for evaluation. During functional testing, 'intermittent detection of tubing when it has no tubing loaded on the pump' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing downstream sensor and an out of the specification downstream tubing guide gap. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had intermittent detection of tubing when it has no tubing loaded on the pump during preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.